Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance. Upon multiple follow-up visits, the cse replaced the wash blocks, the waste pump, the reagent syringe and the damaged cleaning bottle. The cse primed the instrument and ran tni-ultra testing on random patient samples, which were inconsistent. The cse found that the acid pump was not dispensing adequate volume and that the wash around for the aspirate probe 2 was leaking at the wash block 2. The cse replaced the wash station assembly, the acid pump, the wash block, the sensor, and the wash probe around the pump. The cse checked the system functions, ran precision testing, quality controls, and performed calibration on the assays, all of which were acceptable. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on one patient sample upon initial and repeat testing on an advia centaur cp instrument. The sample was tested using an alternate methodology, resulting negative. A new sample was obtained from the patient and was tested on the same instrument, also resulting higher. The discordant result obtained on new sample was reported to the physician(s). The new sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). The operator then ran two patient samples in duplicate and the first and second replicate tni-ultra results did not match for either patient. Tni-ultra testing had not been ordered for those samples and the operator was testing them for troubleshooting purposes only. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.